Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the day of(B)(6) 2026 was downloaded and reviewed. Review of the data confirmed that a 6.65 u bolus was started. The cloud data showed that this bolus was based on a carb entry of 200 g. With an insulin to carb ratio of 30, the 6.65 u bolus was correctly calculated. Without log files, it cannot be conclusively determined if interaction with the controller occurred to program and start the 6.65 u bolus. The exact cause of the reported uncommanded bolus could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the omnipod 5 personal diabetes manager (pdm) has administered an uncommanded bolus for the 4th time. The pdm delivered 6 units of insulin without interaction, while the pdm was in the patient's bag. At the time of the uncommanded bolus, the patient was experiencing low blood glucose levels. The patient's blood glucose level was not reported.